Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact and battery tube compartment. After replacing the cap unite powers up. Pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range.

Event description:
The customer reported via phone call that the insulin pump and failed battery test. The customer¿s blood glucose level was 117 mg/dl. Contacts were not missing or damaged. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.